Event description:
Caller alleging receiving a discrepant inratio value. (B)(6) 2013: inratio 3.0, lab: 6.0, 6.0, 6.0. The lab test was repeated three times, yielding a 6.0 each time. Time between testing 30 minutes. Patient's therapeutic range 3.5 - 4.0.

Manufacturer narrative:
Investigation pending.